Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported the patient's leads were "loose or something" and they had pain. No further complications reported.